Event description:
Procedure: lap ventral hernia repair. According to the reporter: the shaft had disengaged from the instrument, fell into the patient cavity and was removed. No damage was reported. Or time was extended by 30 minutes to retrieve the shaft.